Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 10 weeks it was reported that during a routine follow up the physician observed a loss of capture. While viewing the lead under fluoroscopy, a lead dislodgement could be confirmed. The lead was repositioned with good electrical measurements. No adverse patient side effects have been reported.